Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. It was identified that the cause was due to an internal short present on transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. A pre-accelerated stress test was performed and completed with no problems or failures. There was no burning smell encountered during the test treatment. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank and the cycler powered down during their peritoneal dialysis (pd) treatment. The power cord was properly connected and there were no recent power outages in the home. The patient also encountered an unknown alarm during fill 1 of 5 but could not access alarm history. The patient also observed a burning smell coming from the right side of the cycler that occurred when the cycler powered down, however the smell was not present during the call with fresenius technical support. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and issued a replacement cycler. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the event and cycler replacement. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment on the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.